Event description:
This will be filed to report a gripper actuation issue after interacting with the anatomy. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and a dilated left atrium. During a mitraclip procedure, after positioning the clip in the left ventricle, the operator want to return the clip to the left atrium. The clip became briefly caught in the chordae or leaflet, and it was noted that a gripper was also involved. After freeing the clip from the chordae, there was no valve damage due to the interaction. The clip was moved back into the left atrium and grippers were re-checked. The one gripper that was entangled could not raise. Troubleshooting was performed, but the gripper did not raise. The clip was removed and replaced. The procedure was completed and the mr was reduced to grade 2. There was no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (gripper actuation - single) was confirmed via returned device analysis. The reported difficult or delayed positioning (anatomy) associated with clip getting caught in chordae could not be replicated in a testing environment. Additionally, the tactile marker gripper line was observed to be broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the results of the analysis, the reported difficult to open or close (gripper actuation - single) was due to the observed gripper line break. The reported difficult or delayed positioning (anatomy), associated with the clip getting caught in chordae, was due to procedural circumstances during positioning in the left ventricle. The observed gripper line break appears to be due to the gripper arm being entangled and the attempts to free from chordae, as this could introduce excessive tensile stress onto the gripper line. There is no indication of a product quality issue with respect to manufacture, design, or labeling.